Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer received low threshold suspend alarms on her insulin pump, based on an unspecified low sensor reading, while her blood glucose was around 220 mg/dl. She attempted to calibrate, received a calibration error, attempted again, and received a change sensor notification. Calibration technique was reviewed. Nothing further reported.